Event description:
It was reported that the device displayed a hardware fault while vent was on a patient in the MRI room. The Respiratory Therapist stated that they may have gotten too close to the magnet of the MRI machine.Complainant indicated no adverse effect to the patient.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided.ZOLL Medical Corporation has not received the device for evaluation, and this complaint is still under investigation.